Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the leads were explanted and replaced on (B)(6) 2019. Patient had adequate coverage post-operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-07489. It was reported the patient experienced a fall on (B)(6) 2019 and experienced parasthesia at the ipg site. X-ray evaluation showed the leads have pulled back and appear to be coiled around the ipg pocket. The patient denies manipulation to the ipg that would¿ve caused the leads to coil and or any trauma before the fall that would¿ve caused them to migrate. Therapy was turned off. Surgical intervention may take place at a later date to resolve the issue.